Event description:
It was reported that the patient presented to the hospital due to competitors right ventricular lead explant and elective implantable cardioverter defibrillator (ICD) changeout. The surgery performed to explant the lead resulted in complications and required emergency open heart surgery to correct the loss of blood. The patient did not survive and deceased on (B)(6) 2023.

Event description:
Related manufacturer reference number: 2017865-2023-37123. Related manufacturer reference number: 2017865-2023-37125. Related manufacturer reference number: 2017865-2023-37126. Related manufacturer reference number: 2017865-2023-37127. It was reported that the patient presented for a scheduled procedure. The implantable cardioverter defibrillator was explanted for normal battery depletion. The procedure resulted in a severe complication and required open heart surgery. The patient did not survive and expired.